Manufacturer narrative:
The customer complained of discrepant results for 3 additional patient samples (patient 3, patient 4, patient 5) tested for anti-tpo on (B)(6) 2023. Patient 3 initial result was >600 iu/ml. The repeat result was 15.2 iu/ml. Patient 4 initial result was >600 iu/ml. The repeat result was 14.1 iu/ml. Patient 5 initial result was >600 iu/ml. The repeat result was 9.3 iu/ml. The field application specialist (fas) recalibrated the gear pump and identified oxidation near the exhaust. The field service engineer (fse) replaced and calibrated the gear pump. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) replaced several parts, therefore, the specific cause of the event could not be determined. Sample pipetting alarms were observed. The investigation determined the event was consistent with a maintenance issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys anti-tpo or ca 19-9 assays on a cobas e 801 analytical unit. Patient sample 1, tested with anti-tpo: the sample initially resulted in an anti-tpo value of >600 iu/ml, accompanied by a data flag. The sample was repeated three times, resulting in anti-tpo values of 9.39 iu/ml, 9.97 iu/ml, and 13.70 iu/ml. Patient sample 2, tested with ca 19-9: the sample initially resulted in a ca 19-9 value of >1000 u/ml, accompanied by a data flag. The sample was automatically repeated with a 1:10 dilution, resulting in a ca 19-9 value of 44.60 u/ml. The sample was then manually repeated with a 1:10 dilution, resulting in a ca 19-9 value of 3192 u/ml. No questionable results were reported outside of the laboratory. The anti-tpo reagent lot was 70815201 with an expiration date of 30-sep-2023. The ca 19-9 reagent lot was 66282101 with an expiration date of 30-apr-2024.